Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the severely tortuous and moderately calcified distal right coronary artery(rca). A 3.00 x 32 synergy stent was advanced to treat the lesion. However during procedure, it was noted that distal edge of the stent struts were lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr 3.0x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first two proximal struts were damaged; lifted and pulled in distal direction. The undamaged distal stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the severely tortous and moderately calcified distal right coronary artery(rca). A 3.00 x 32 synergy stent was advanced to treat the lesion. However during procedure, it was noted that distal edge of the stent struts were lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.